Event description:
It was reported the patient's scs ipg was inoperable. It is unknown if this occurred prematurely. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.